Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient's vibratory notifier could not be detected. Notifier was tested in clinic several times with no vibration detected. Patient will be followed routinely.